Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the distal tip was broken off of the rest of the device, confirming the complaint. There are minor scratches and nicks along the shaft of the device as well. Typically, these types of failures are attributed to rough handling by the end-user. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Instrument broken during acl reconstruction procedure. The surgeon didn't find the broken piece which might potentially remained in the patient. Instrument will be returned. Additional information received via email from the affiliate on 10-11-2016 was that the procedure was extended for longer than one hour due to this failure. It is not known how long the piece is that broke off.